Manufacturer narrative:
Submit date: 9/15/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding set. The customer reports that when hooked up to a patient's tube feed, the tubing going into the spike set fell out and the formula spilled onto the ground. The device will be returned for evaluation. There was no harm to the patient or medical intervention required.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. Ten samples were returned for evaluation. After functional test and visual inspection, one sample was confirmed leaking but detachment was not confirmed as there were signs the tubing had the correct amount of cyclohexane. A root cause is due to the dimensional gap between the cross spike connector and tubing or excessive pulling on the tubing before usage. A corrective action has been opened in the manufacturing site to improve the dimensional gap between the cross spike connector and tubing to help mitigate leaking. This complaint will be used for tracking and trending purposes.